Event description:
Pt's mother reports hospitalization. Pt's mother also reports blank screen on pump.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed the pump had a damaged display screen, due to impact on the pump case, however, the pump was determined to be operating within delivery specifications. The pt continued pump therapy during the hospital stay.